Event description:
It was reported that the device timed out during a scheduled out-of-clinic cap maintenance. Device replacement is recommended. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
New information received states that the device was explanted.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.